Event description:
I live in (B)(6) and had local transvaginal surgery for stress urinary incontinence on (B)(6) 2011. The monarc subfascial hammock was implanted. I wasn¿t' informed this was a permanent medical device nor of the possibility of any risks/complications which may be associated. I trusted my doctor as he spoke of how wonderfully this would "fix" my leakage issue; everything was 100% positive. Six weeks after implantation, I developed extreme electrical type stabbing pain/mesh erosion. It actually felt as if it was pricking my colon as well. I had a lot of infection - dr gave me antibiotics to treat, along with a numbing injection to endure the pain until the revision surgery on (B)(6) 2011. Afterwards, I continued to have massive pain in various areas and could literally feel it cutting into my urethra by this time. I began leaking and had erosion complications again! My operative physician was very unsympathetic at this point. I found a mesh complications expert in (B)(6) who removed the sling on (B)(6) 2011. He said the device had completely failed and it was necessary to remove it (the mesh was eroding everywhere), plus I was leaking at times and then at other times having urinary retension. He was able to remove all of it except within the groin area. Instantly, despite the pain from the cutting involved to get it out, I could feel relief from the pulling, pressure and electrical stabbing/cutting nightmare. We have accumulated astronomical medical bills and I'm right back to where I started before the sling implantation - but with much more debt and scar tissue! It has been 7 long months since my husband and I have been able to have intercourse. And I'm hoping eventually we will be able to regain our intimacy. The trauma of 3 surgeries within 6 months caused me to develop a huge abscess on my vaginal wall, I'm still incredibly tender a month postop, have lost over (B)(6) total and feel weak as an infant. I just pray there's no permanent damage and the long-term outcome of this nightmare won't be disastrous; just too early to tell right now. Please, please I beg you to recall these slings? There's just far too many women suffering from this "so called fix." I can't stand the thought of another woman going through what I've been through. Thanks for listening.